Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger seal was broken and bottom seal in tact. Chipped top case corners, cracked bottom case by l-bracket, missing plunger case seal. Plunger flippers stuck open. Check syringe plunger sensor found in error history log. Check syringe plunger sensor occurred at power up. Plunger flippers aren't closing all the way and feel like they're dragging against the left plunger case. Timing plates set incorrectly and the plunger head mount is bent. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the technical service manual for instructions on proper assembly of the pump. Actions/repairs were done to correct the reported issue: reset the timing plates, replaced bent plunger head mount and dowel pin, performed power up process, occlusion test, pm and all functional tests which passed.

Event description:
It was reported that syringe plunger sensor error occurred. No patient injury was reported.